Manufacturer narrative:
(B)(4). Other devices used: catalog #00591603000, nexgen fluted tibial component, lot #61922822; manufactured at zimmer biomet, inc., (B)(4). Catalog #00591704010, nexgen lps-flex prolong articular surface, lot #61853882; manufactured at zimmer biomet, inc., (B)(4). Catalog #00576401452, nexgen lps-flex femoral component, lot #61915330, manufactured at zimmer biomet ltd., (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing dislocation of the implant with it popping out of place and a case of extreme skin irritation.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2016-02833.